Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 14 ht command guide wire became damaged during the procedure. Another 014 guidewire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Per device analysis the polymer coating was separated (not in two pieces) 12mm proximal to the distal tip. The polymer at the separation was torn, bunched and jagged.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned guidewire. The reported break was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported break. There is no indication of a product quality issue with respect to manufacture, design, or labeling.